Manufacturer narrative:
Through follow-up the customer provided the patient's date of birth, stated the replacement lens zcb00 21.5d, and reported the patient was complaining about having issues with glare. There was no vitrectomy, capsule tear, incision enlargement or no other patient injury. The patient is doing good post operatively. No additional information was provided. The following section has been updated accordingly: age/date of birth: (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Email address: unknown, information not provided. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient due to the patient being dissatisfied. The explanted lens was discarded. There was no patient injury reported. No additional information was provided to johnson & johnson surgical vision.